Manufacturer narrative:
The unit was received with the knob to the right handle bent and cracked; both handles will need to be replaced;out of adjustment and needed to be readjusted. Both shock cushions were worn. The adjustment knob on left rail was missing; general maintenance and cleaning required. The device history record (DHR) review did not reveal any anomaly related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed from the evaluation of the item. The complaint was likely caused by wear and tear / improper handling. The definite root cause could not be reliably determined. Device identifier # (B)(4).

Event description:
A facility coordinator reported that an a2114 mayfield infinity xr2 skull clamp had a fracture in the first orange knob on an unspecified date there was no patient injury or delay in surgery reported.